Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within the next month to ensure an appropriate replacement window. No resulting adverse patient effects and to date, the device remains implanted and in service.